Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power up. Upon investigation, there was thermal damage on the f600 component on the computer analog c/a board. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.